Event description:
The pt reportedly appeared to be less responsive to sound than pt had been. An x-ray indicated that the electrode array had migrated out of the cochlea. Revision surgery is planned but has not been scheduled.